Manufacturer narrative:
Additional information: g3 correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 48 days following a procedure for a broken achilles tendon, it was observed during an outpatient review that the patient had poor wound healing and exudation from the surgical incision. Outpatient debridement and dressing change were performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative of a procedure performed on (B)(6) 2025 for right heel pain and discomfort with limited activity for 2 days, the patient had an outpatient review on (B)(6) 2025. It was then noted that the patient had poor wound healing, exudation from the surgical incision, outpatient debridement and dressing change were performed. The suture was applied intra-operatively when the achilles tendon was found to be broken about 3cm above the calcaneal tubercle, and the broken ends were found bruised and uneven. After trimming, the two ends were brought together and sutured with a non-damaging suture from another manufacturer for bunnel suture, and then sutured with 2-0 synthetic absorbable surgical suture for a circle of the broken ends. After checking that the suture was firm and counting the gauze and instruments, the achilles tendon aponeurosis, subcutaneous tissue, and skin were sutured.

Manufacturer narrative:
Correction: h6 (rfr, fdd, fdm). Additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.